Manufacturer narrative:
The type of investigation code was updated.

Event description:
We received an allegation of questionable inr results for (1) patient with coaguchek xs meter cpl. Customer's therapeutic range is 2.5-3.5 inr. This report is related to mfg report no 1823260-2024-02448 (reported on coaguchek vantus). This medwatch is reporting on the coaguchek xs meter cpl used at doctor's office. Patient reported the following: on (B)(6) 2024 at 8:35 am the patient received a result of 4.8 inr on the vantus meter. On (B)(6) 2024 at 10:42 am the patient received a result of 3.5 inr on the vantus meter. 1-2 hours later, the patient had a test conducted at the doctor's office using a coaguxs meter and received a result of 3.6 inr. Healthcare provider at doctor's office reported: patient was tested on the office meter on (B)(6) 2024 at 2:11 pm receiving a result of 3.9 inr. Patient tested using home meter and received a result of 4.3 inr. Meter to lab comparison was greater then 4 hours.

Manufacturer narrative:
Coaguchek vantus serial number is (B)(6). Coaguxs meter serial number is (B)(6). The device was not returned for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.